Event description:
During a pump refill on (B)(6) 2007, the hcp experienced difficulty aspirating the old drug; then "great pressure encountered" and the hcp could only fill approximately 6-7 mls of new drug. The hcp held back negative pressure on the plunger of the syringe for 15 minutes; this was unsuccessful in correcting the issue. The hcp was instructed to use a new refill kit. It was later reported per the hcp that the pump was replaced the next day (on (B)(6) 2007). The pump contained dilaudid.

Manufacturer narrative:
Programmer model 8840, serial# unknown. Catheter model 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: unk. (B)(4).